Event description:
It was reported, the charger could not locate the ipg. The sjm representative met with the patient and confirmed that external devices cannot communicate with the ipg. Follow-up revealed the physician replaced the ipg. It was reported, patient is experiencing effective stimulation coverage.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.